Event description:
It was reported that lia (lead integrity alert) was triggered, and that there was oversensing and noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows 2 - lead integrity alerts on (B)(6) 2011 21:16:26 and (B)(6) 2012 14:24:58. Nine - ventricular nst (non-sustained tachycardia) <=210 ms between (B)(6) 2011 13:43:51 and (B)(6) 2012 14:24:57. One - vf=210 ms average v-cycle on (B)(6) 2011 12:58:07. Ventricular short interval count v-sic=45.3 counts avg/day, in 10.38 days, between (B)(6) 2011 04:24:33 and (B)(6) 2012 13:33:49.